Manufacturer narrative:
The reported events of the insulation damage and low pacing impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection of the lead found the insulation was cut in the proximal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis found the inner insulation was damaged in the proximal region consistent with procedural damage. The cause of the reported events was consistent with procedural damage.

Event description:
During the initial implant procedure, low pacing impedance was observed on the atrial lead. Lead damage was suspected but was unable to be confirmed. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.